Event description:
During preparation of the device for a cardiopulmonary bypass procedure, it was reported that the device could only monitor one pressure transducer. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.